Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint, the hook was still attached to the base on inspection. Engineering found a broken distal clevis. One of the clevis pieces broke off and was returned with the instrument. The broken piece measured roughly about 0.281 x 0.186. The instrument passed electrical continuity testing. Engineering also found various scratch marks on the distal end the main tube showing light material removal. The scratches were short in length and not axially aligned with the main tube. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci s surgical permanent cautery hook instrument was noted to be broken. No patient harm, adverse outcome or injury was reported.